Manufacturer narrative:
Common device name: processor, cervical cytology slide, automated. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer complaint is for cracked vial cap from item 491452 lot number unknown. A 12-month complaint review for the defect mode of cracked cap was performed and identified previous complaints for the item number. Complaints are trended at the membrane, nc facility and trigger levels have not been met. Therefore, no CAPA initiation determination (cid) or corrective or preventative action (CAPA) has been initiated for the issue. Bd quality will continue to monitor and trend events related to this issue to determine if corrective actions are required. A review of the DHR could not be performed because no lot number was provided. A returned sample and pictures were not provided. An inspection of retain vials could not be performed because no lot number was provided. Therefore, the complaint is not confirmed.

Event description:
It was reported that while using the vial surepath collection kit 500 that there was a cracked vial containing patient sample. The following information was provided by the initial reporter: according to the customer's report, the vial cap was found to be cracked during use.